Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and seroma-late.

Event description:
Healthcare professional reported, via operative report the event of capsular contracture baker grade IV, pain, seroma mixed with liquified hematoma, increasing firmness, and ptosis of her left nipple complex. This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold and wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination. Based on the device analysis the final assessment is: delamination of the valve bond edge assessed as adhesive failure.

Event description:
Healthcare professional additionally reported via left side return paperwork "valve delaminated from shell."